Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown surgical procedure on (B)(6) 2017, the anterior cervical fusion (acf) trial spacer handle would not hold the implant. Another handle was readily available and was used to complete the procedure successfully with a delay of approximately 3 minutes and no harm to patient. Concomitant devices reported: trial spacer (part number unknown, lot number unknown, quantity 1). This report is for one (1) acf trial spacer handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection of the returned implant holder has shown strongly wear marks and scratches at the whole instrument. Additional it was detected that the knurled sleeve is missing. Due to the missing knurled sleeve, it is not possible to use the device anymore. There are a lot of wear marks and scratches on the outer diameter of the threaded rod. Due to these damages it is not possible to fully insert the rod into the admission anymore. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Additional it was detected, that this device was manufactured in december 2004. As this instrument is more than 12 years old, it is likely that the damages were caused due to wear and tear over the years. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A device history record review was performed for the subject device lot number 1252395-1. Manufacturing location: (B)(4). Date of manufacture: 17.dec.2004. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Rework: handle was labeled too thick. Removing and installing of new handles. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.